Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific patient services and stated that she is concerned the incision site may be infected. The patient was advised to see her physician. The boston scientific sales representative was unable to obtain additional information. To date the device and lead remain in service.